Event description:
It was reported that the device was removed because the patient had cellulitis and a staph infection. The patient stated that they were having pain with the stimulator, so the physician made an incision, ¿took the stimulator up¿, moved it over and placed. The patient stated two weeks after the revision the physician removed the first five staples. It was noted that the ¿other staples were left in too long¿ and that was what caused the cellulitis and staph infection. The patient believed the revision was in (B)(6) and the explant in (B)(6). The patient did not know if the manufacturer representative was notified of the problem or if they were at the surgery. The patient did state that the physician was going to contact the manufacturer representative ¿to see how soon [the patient] could have a new stimulator put in.¿ the patient stated the physician¿s office would have the manufacturer representative give the patient a call. It was noted that the patient asked for help with surgery coverage. The patient wanted to speak with a manufacturer representative to see when they were going to implant a new stimulator. It was reviewed with the patient that the doctor would need to contact the manufacturer representative to schedule the surgery. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 355531, lot# n314300, implanted: (B)(6) 2012, product type: screening device. Product ID: 3550-39, lot# n312463, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-29, lot# n304120, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).